Manufacturer narrative:
Results pending completion of the investigation.

Event description:
Customer reported that one of their nurses received a shock from taking a cassette out of the cholestech ldx analyzer. The nurse jumped as the shock was felt from their fingers to their elbow. A nearby nurse reportedly heard the shock from the adjacent room. The nurse that received the shock was wearing scrubs with "croc" shoes. Although slight tingling was felt for a couple of minutes, the nurse did not require hospitalization or treatment. The analyzer was set up on a flat, stable surface, the power cord was plugged into a surge protector and the device had not been recently moved, dropped, or damaged. The analyzer's use has been discontinued.

Manufacturer narrative:
D9 - device available for evaluation: although requested, no return was received. H3 - additional text: although request, returned product was not received. H6 - adverse event problem: updated as investigation was completed. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the cassette lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the customer reported receiving a shock as the test cassette was removed from the tray of the ldx analyzer. Although requested, returned product was not received for an in-house investigation. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis.b1 - adverse event/product problem: previously reported as adverse event. In the absence of information ruling out malfunction, the report will be conservatively filed as a malfunction. D10 - concomitant product: previously reported as blank. Should have been reported with concomitant test cassette product. H3 - evaluation summary attached: previously reported as blank. Should have been reported as no.

Event description:
Customer reported that one of their nurses received a shock from taking a cassette out of the cholestech ldx analyzer. The nurse jumped as the shock was felt from their fingers to their elbow. A nearby nurse reportedly heard the shock from the adjacent room. The nurse that received the shock was wearing scrubs with "croc" shoes. Although slight tingling was felt for a couple of minutes, the nurse did not require hospitalization or treatment. The analyzer was set up on a flat, stable surface, the power cord was plugged into a surge protector and the device had not been recently moved, dropped, or damaged. The analyzer's use has been discontinued.

Event description:
Customer reported that one of their nurses received a shock from taking a cassette out of the cholestech ldx analyzer. The nurse jumped as the shock was felt from their fingers to their elbow. A nearby nurse reportedly heard the shock from the adjacent room. The nurse that received the shock was wearing scrubs with "croc" shoes. Although slight tingling was felt for a couple of minutes, the nurse did not require hospitalization or treatment. The analyzer was set up on a flat, stable surface, the power cord was plugged into a surge protector and the device had not been recently moved, dropped, or damaged. The analyzer's use has been discontinued.

Manufacturer narrative:
D9 - device available for evaluation, d9 - date returned to mfg, d9 - date returned to mfg null: were updated to address return. D10 - concomitant product null: was updated to from blank to "n/a." H3 - device evaluated by mfg?, h6 - adverse event problem, and h11- addition mfg narrative were updated to include return testing. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the customer reported receiving a shock as the test cassette was removed from the tray of the ldx analyzer. In-house examination of the returned analyzer noted no physical or cosmetic damage to the exterior of the device. The power supply port on the analyzer, the tray, and the internal components of the device were examined and no evidence of a shock or electrical discharge was observed. In-house tested was unable to substantiate the reported issue. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis.